Manufacturer narrative:
E1: patient city: (B)(6). Patient country: france.

Event description:
Reference number (B)(4). Event occurred in france. It was reported that, the patient faced issue of infusion set not sticking on 01-apr-2024. The set did not last for 7 days and led to high blood glucose. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h11: investigation summary. Since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
To date no additional patient or event details have been received.